Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive on (B)(6) 2021 when using the simplexa covid-19 direct assay, but repeated negative the next day (B)(6) 2021 on the same assay lot. Run analysis of the simplexa of the suspected false positive result showing sample ID (B)(6) that was positive for only the orf1ab target with CT = 35.4. Upon repeat the sample was negative for both targets. With the detection of only 1 target with late cts like 35.4, it is likely the sample was at the limit of detection of the simplexa assay. The customer's device and suspected false positive sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# 10324n, met all qc release criteria prior to kit release. The reaction mix was tested using positive controls and no-template controls (ntc). A total of 35 no-template controls (ntc) replicates were run and resulted in zero (0) occurences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains were tested on (B)(6) 2021 with eight (8) ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# 10262n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive on (B)(6) 2021 when using the simplexa covid-19 direct assay, but repeated negative the next day (B)(6) 2021 on the same assay lot. The customer confirmed the suspected false positive result was not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.